Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth, irregular epithelium and/or loose epithelium in both the eyes one day post treatment. The topical steroid dosage was increased. It was stated that the patient experienced loss of best corrected visual acuity (bcva) from pre-operatively 20/20 to 20/30 in the right eye and 20/20 to 20/40 in the left eye post-operatively. The patient complained of experiencing very foggy vision. No further information has been provided.

Manufacturer narrative:
(B)(4): foggy vision, epithelial ingrowth/loose.the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.